Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of leaks on the reservoir. The customer's blood glucose reading was between 140-150 mg/dl. The customer stated that the leak is between the o-ring and piston inside the reservoir. The customer stated that the fluid occurred during prime. The product was not returned for analysis.